Event description:
Medtronic received a report that when the surgeon used stent-assisted coil to treat aneurysm in the posterior communicating artery segment, he used an apb-1.5-3 coil to finish. When the alternate detachment method was used for detachment, when the microcatheter was withdrawn, the surgeon felt obvious resistance and found that the coil body moved with the push rod, but the distance between the microcatheter and the coil was already far, and no adhesion of the developing wire was found. The surgeon suspected that the coil was stretched and the anti-stretching wire had not been separated from the push rod. There was coil separation/break/premature detachment. The coil was implanted at the intended location. There was no surgical or medicinal intervention required. The pushwire was not bent or broken. There was no friction or difficulty during delivery. The physician did not reposition the coil. The physician had attempted to detach the coil. The physician attempted to detach the coil with the instant detacher (B)(4) times. The physician attempted to detach the coil using the manual method 2 times. No instant detachers were used. The physician rotated the delivery pusher during procedure. There was non-detachment. The physician did not try to detach with another instant detacher. There was a manual attempt at detachment via hypotube. The manual method was attempted two times. There was no issue with the instant detacher. The device and any accessories were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of a saccular, ruptured posterior communicating artery aneurysm with a max diameter of 6mm and a 2mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported they had detachment difficulty, the spring coil body and the push rod were not separated. The coil did not prematurely separate from the delivery wire. Part of the coil did not fracture and separate from the rest. There was no catheter resistance. The coil did not come out of the introducer sheath smoothly. The coil was not removed. The catheter was an echelon 10. There were more than 5 detachment attempts made. There was no kink/damage observed on the pushwire.